Event description:
It was reported that a patient underwent an obturator sling procedure in 2007. Four months later, the patient had developed a voiding dysfunction with intermittent flow and high post-void residual volume. The patient underwent a sling release procedure on an unknown date. The event was resolved in 2008.

Manufacturer narrative:
Urinary retention. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.